Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (notification that therapy is ending due to an error) alarm occurred on the homechoice device during fill one. The home patient (hp) was connected at the time of the alarm. The technical service representative assisted in reviewing the alarm log and discussed the use of continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.